Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six high voltage therapy shocks were delivered for one episode in the ventricular fibrillation (vf) zone. It was further reported that an atrial fibrillation with rapid ventricular response arrhythmia was in progress at the time of the shocks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.